Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files didn't find any other report with the involved lot number. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that a patient underwent an interventional radiology procedure through the common femoral artery for the evaluation of multiple cerebral aneurysms. On completion of the diagnostic study, a 5f celt closure device was inserted through the 5f short femoral sheath in the patient's femoral artery. No angiogram was supplied to show the site of the puncture. The operator reported deploying the celt as per the IFU and on release of the implant, it migrated 3-5cm below the puncture into the superficial femoral artery. Manual pressure was applied for 15 minutes. Once haemostasis was achieved, an ultrasound showed good flow in the artery proximal and at the level of the closure device. The patient was discharged on time as planned.